Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. The logs showed multiple motor stalls and recoveries in the logs. Analysis of the catheter revealed a non-significant indent was seen down in the cup of the sc connector.

Event description:
It was reported that the patient's system was explanted per surgeon recommendation. The patient had gotten sick while using both fentanyl and morphine sulfate separately in the pump. The pump was then filled with saline. There were two motor stalls seen in the pump logs, but both recovered in less than two hours. It was noted that the patient recovered from the event without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.